Event description:
It was reported "fiberoptic waveform is coming and going on the ac3. Alarm ap cal data not read by fos system". Additional informaiton states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "fiberoptic waveform is coming and going on the ac3. Alarm ap cal data not read by fos system". Additional informaiton states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "fiberoptic waveform is coming and going" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR) , the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.